Manufacturer narrative:
An altis sling, detached dynamic suture, and a dynamic anchor and tensioner were received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. The dynamic anchor and tensioner were still connected to the piece of dynamic suture. Microscopic examination of the mesh where the dynamic suture was attached confirmed the welded area of the suture. Blood residue was noted on the mesh. No functional abnormalities were noted with either introducer. Based on examination of the returned product the dynamic suture detached from the mesh while trying to implant. No information was received indicating the location where the sling was implanted or the size of the patient¿s pelvis, which may have been contributors to the difficulty the physician encountered. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this altis sling was to be implanted on 2023-10-18 but was not due to the dynamic anchor coming loose during adjustment. Additional information received indicated that there was a break in the suture between the anchor and suture and a new altis was implanted successfully.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA.¿ devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the dynamic anchor came loose during adjustment. Additional information clarified that the break occurred between the anchor to suture. A new altis was successfully implanted.